Event description:
(B)(6) clinical study. Same case as MDR ID 2134265-2013-09704. It was reported that ventricular septal perforation and patient death occurred. In (B)(6) 2013, the patient presented with acute myocardial infarction. The target lesion was a new, type b2, eccentric, diffuse lesion with more than 2 cm in length located in a bifurcation in the non-calcified mid left anterior descending (lad) artery with 100% stenosis and complete total occlussion and with thrombus length of 11.6mm with timi flow 0. It was treated with the placement of a 3.50x38mm promus element plus drug eluting stent at 12 atmospheres. However, a vessel dissection occurred and patient underwent percutaneous coronary intervention (pci). The event was considered resolved. Another 2.25x28mm promus element was deployed in the distal lad. Post dilatation was not performed, visual residual stenosis was 0% with timi flow iii. The next day the patient presented with ventricular septal perforation and pci was performed, however, the patient expired on the same day. The patient expired nine days later.

Event description:
It was further reported that in (B)(6) 2013, the patient also presented with chest pain. The dissection occurred in the distal lad. The physician considered that an unknown guidewire caused vessel dissection and it was not associated with the 3.50x38mm promus element¿ plus stent. One day post index procedure, the patient underwent cardiovascular surgery to treat the ventricular septal perforation. It took time to stop the bleeding from the ventricular apex during the procedure. Post procedure, the patient developed hypotension and hypoxia. Percutaneous cardiopulmonary support (pcps) and transfusion were performed. The patient expired one day post index procedure instead of 10 days as previously reported. The physician thought that the ventricular septal perforation occurred as complication of acute myocardial infarction and it was not related to the study stent.

Manufacturer narrative:
Death date corrected from (B)(6) 2013 to (B)(6) 2013. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).